Manufacturer narrative:
On 5/27/97, clinical report forms were returned by the physician. The symptoms resolved without sequelae on the left lower lip on 4/30/97.

Event description:
A physician reported a patient who was treated on 04/09/1997 in the upper and lower vermilion. On 04/12/1997, patient presented with an area on the superficial aspect of the inner lip approximately 1 cm in diameter where the tissue did not look healthy. The physician stated that the area looked necrotic. On 04/12/1997, the physician prescribed topical lidocaine, oral clindamycin and topical hibiclens. An emergency room physician saw the patient (date unknown), who reported that the area had increased in size to 1cm x 2cm; the physician prescribed oral valtrex or acyclovir.